Manufacturer narrative:
Event date - not provided. Field service visited account and inspected the laser, verified calibrations, tested the laser. System meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient experienced increased number of patients with diffuse lamellar keratitis. Patient presented with stage 3+ dlk, visual acuity 20/40 post treatment but as (B)(6) 2014 patient is 20/20. No other information provided.